Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. The patient¿s weight was 59.3kg when on the machine, and 56.6kg when the treatment was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received or evaluated on site. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported ultrafiltration event could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.